Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm), and the blood glucose (bg) meter occurred. No data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury, or medical intervention was reported.